Manufacturer narrative:
H3, h6: it was reported that during a thr surgery, the blue plastic of polarcup head/liner inserter snapped off. The device use in treatment was returned for investigation. A visual inspection confirmed the reported issue. One of the two ribs of the linear guide is observed to be fractured. During normal use, the linear guide should not be exposed to forces that could cause such a fracture. The cause for the observed fracture stays undetermined. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed five additional complaints reported for the batch in question. However, a batch size of 1000 pieces was produced. The additional complaints are therefore not considered to indicate a manufacturing issue related to this batch. Review of past corrective actions was performed. No further escalation is required. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the conducted investigation the root cause for the fracture of the linear guide could not be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, during a thr surgery the blue plastic of polarcup head/liner inserter snapped off. Surgery was finished with or3o clamp, without any surgical delay. Patient was not injured as consequence of this problem.